Manufacturer narrative:
The pod was received with the soft cannula deployed. Corrosion was visible inside the device, including on the batteries and pcb assembly. All attempts to retrieve the download data from the pod were unsuccessful. Measurement of the battery voltages found all three battery voltages to be lower than expected due to the corrosion. An external power supply was attached to the pod, and then to the detached pcb assembly, in attempts to establish communication with the master relay. These attempts were unsuccessful and the download was unable to be retrieved due to the observed corrosion. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula, which resulted in an internal fluid leak and contributed to the observed corrosion. No other damages or deficiencies that would result in a communication error were observed. It could not be conclusively determined if the internal leak contributed to the reported communication error. The exact cause of the reported communication error could not be determined.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for a pod hazard alarm during operation.